Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. In one occurrence, the customer's blood glucose level was in the 300's (mg/dl). The customer used manual injections to address bg level. It was confirmed that the customer will continue to use the pump for continued insulin therapy.